Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported one of the patient's lead contacts reflected high impedance values. As such, the patient underwent surgical intervention wherein the lead was explanted and replaced. Effective therapy resumed post-operative.